Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.3.2 h3) the software team investigated the reported issue and reviewed the logs. Many instruments were used during the procedure. Navlock violet, navlock orange, passive planar were verified. Noticed that there were many interference errors for all the instruments in use. Archive was not available. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight and patient age was unavailable from the site. The manufacturer representative (rep) went to the site to test the navigation system. The rep was unable to replicate the reported issue. They completed full system checkout. All passed successfully. The system was fully functional and ready for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy. The health care professional placed the pointer probe in a divot and it was about 2mm off. There was no delay to the procedure. No reported impact on patient outcome. Additional information was received stating that the imaging system was used. The health care professional proceeded with the case without navigation. They only had 4 screws left to place and felt comfortable without navigation. And all instruments were inaccurate, including drivers with screws.